Manufacturer narrative:
Multiple attempts has been made to try to get the ventilator serial number and to retrieve further event information but the customer has denied this event.

Event description:
Nellcor puritan bennett received information that an 840 ventilator alarmed while in use on patient. No allegation of malfunction.